Event description:
A report was received that the patient was explanted due to an infection at the ipg site. The patient's symptoms were redness, swelling and pain at the incision site. The patient was prescribed IV antibiotics. The patient is doing well following the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.